Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided. Therefore, device history record review cannot be performed. The device was requested for evaluation but was discarded therefore the complainant's event could not be verified. The lot number was not known so the device history record review could not be performed. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair procedure, 5mm of the tip of the multifire scorpion needle broke off into the patient's joint. The rep cannot confirm/deny whether the needle hit the acromion when passing through the rotator cuff tissue. The surgeon screened for the broken piece but could not locate it to remove. Attempts to retrieve extra information from hospital regarding patient information have been unsuccessful.